Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire representative went on site and checked the suspect device. The reported error was duplicated and suspected probable power board problem. Request was sent to customer service to ship the power board for the device.

Event description:
The customer reported that the bellavista 1000 is automatically switching on without pressing on/off button, and shutting down bar is appearing on screen intermittently. The customer confirmed that there is no patient involvement that was associated with the reported event.